Event description:
Customer called to report that he had allergic reaction and skin irritation with the sensor over tape. Customer stated that his skin is red, extremely itchy and his doctor has treated because he has been having skin irritations for some time. Customer stated that he did not remove the paper backing from the sensor. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.